Event description:
Additional information was received from a healthcare professional. It was reported that the patient was seen by a manufacturer representative (rep) the week of (B)(6) 2016. Additional information was received from the rep. It was reported that the rep reset the power on reset (por) and that the patient was good.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient had poor communication on the patient programmer and was unable to communicate with the recharger. The patient had no stimulation and last felt stimulation three weeks prior to (B)(6) 2016. The patient last recharged successfully three weeks to a month prior to (B)(6) 2016. The patient had intense pain in march six weeks prior to (B)(6) 2016, so he got injections. The patient stopped using the implant around that time and it went dead. The patient was able to charge it back up but then it went dead again/depleted and the patient was unable to charge after. He then had a subsequent return of pain. The patient was to follow-up with a healthcare professional and had an appointment scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.